Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle had defective printing on the scale marking. No serious injury or medical intervention was reported.

Manufacturer narrative:
Customer returned (6) loose 3/10cc, 8mm syringes. Customer states that the scale print is smudged. All returned syringes were examined and all scale markings were observed to be clearly printed on the barrel with no observed defects. A review of the device history record was completed for batch # 7135568 all inspections were performed per the applicable operations qc specifications. There were six (6) notifications [(B)(4)] noted that did not pertain to the complaint. Based on the samples/photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine needle had defective printing on the scale marking. No serious injury or medical intervention was reported.